Event description:
The pt experienced shocking sensations for the past two days even though the neurostimulator (ins) was off. She had already received 3 shocks today. No falls/trauma was associated with the event. She received shocks in the past, but it would go away. Additional info has been requested.

Manufacturer narrative:
(B)(4).